Event description:
Failure to osseointegrate. 16.04.2025 20:15:49 cet (5001035). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168311.